Manufacturer narrative:
This issue was resolved for the customer by sending a letter suggesting that the customer remove this unit from use.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount and was then re-welded by the customer. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount and was then re-welded by the customer. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.